Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 408 mg/dl. The customer was treated with insulin pump. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value from reported event was 408 mg/dl sensor glucose value from reported event 78 mg/dl at the time of the event. The customer stated that the pump suspend when the sensor reading was low which stopped bolus delivery. The customer declined troubleshooting for all the issues. The sensor and insulin pump will not be returned for analysis.